Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the bands prematurely deployed more than one band at a time twice. The procedure was completed with the same original speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.